Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor is not working. The customer's blood glucose reading was 136mg/dl at the time of incident but he indicated that he had low blood glucose earlier. The customer declined to troubleshoot and stated that no additional assistance is needed as communication has been reestablished with then sensor.